Event description:
It was reported that a pt coded during treatment at the hosp in the in-pt acute unit. No other info regarding this event is available at the time of this report.

Manufacturer narrative:
The biomedical technician reported the device was tested after the event. The device passed all testing and was released back into service. A sys level investigation has been opened to evaluate whether or not any devices in use caused, contributed or were a factor in this event. Medical records have been requested for this event. Based on the info received it is undetermined whether or not any of the devices caused or contributed to this event. A supplemental report will be submitted upon completion of post market surveillance clinical staff's assessment of the reported info and the plant's investigation.